Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the alarm and decided to replace the pump as a corrective action.